Manufacturer narrative:
The insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No moisture damage found on the electronics, motor, battery tube, and vibrator assembly noted during visual inspection. The insulin pump received with cracked reservoir tube lip, cracked case at the display window corner, minor scratched lcd window, cracked lcd window, scratched reservoir tube window, and missing end cap sticker.

Event description:
Customer reported via phone call to have experienced keypad anomaly. Customer reported that the esc, act and up and down buttons were not responding. Customer attempted to change the batteries and received a button error alarm. Customer reported to have gone swimming with insulin pump. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.